Event description:
Infusion error noted when using rapid transfuser, and it was reported that the machine would not properly function. Upon our internal operational investigation, it was found that unless the fluid tubing is firmly seated, the device a micro switch will not become activated and the system will not function. Once tubing made full contact with the switch, the device ran without incident for several hours of testing. Per our biomed team, it was determined that an adjustment with the location of the switch to provide sooner contact with the micro switch would resolve this issue.